Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown, 4.0mm, gold anodized, titanium cannulated screws (length unknown). Part and lot numbers were not available for reporting. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery as a precaution on (B)(6) 2016 to remove suspected stainless steel implants due to an unspecified adverse reaction. The patient was originally implanted with an unknown number of screws during an ankle fracture repair of both the lateral and medial malleolus on an unknown date during early 2016, began to develop an unspecified adverse reaction. The patient has a confirmed allergy to nickel. During her treatment and a review of the implant records, it was revealed that the hospital staff documented that the patient was implanted with stainless steel screws in the medial malleolus. As such, a revision surgery was performed on (B)(6) 2016 and the screws implanted in the medial malleolus were explanted. Although the original surgical vaguely staff recalled implanting gold anodized screws (which are titanium) the patient was scheduled for a revision surgery as a precaution. The surgeon removed the two (2) previously implanted; 4.0mm cannulated screws (gold anodized, lengths unknown) and confirmed that they were gold anodized, titanium screws which do not contain nickel. The surgeon implanted a titanium non-locking plate and screws over the medial malleolus. The previously implanted screws were removed intact, with no additional patient harm, no surgical delays, and with no additional medical intervention required. The reporter stated that he was not present during the initial surgery. It was determined that the patient reaction may be from a number of other sources, such as, possible infection, though this was unclear and not confirmed. There were no issues with the devices implanted on the lateral malleolus. It was confirmed that the wrong implants were inadvertently documented on the implant record. The two explanted screws were discarded. Additional implants (in the lateral malleolus) include one (1) one-third tubular titanium plate and an unknown number of screws. These devices were not addressed in the revision surgery. This report is for two (2) unknown, 4.0mm, gold anodized, titanium cannulated screws (length unknown). This report is 1 of 3 for (B)(4).